Manufacturer narrative:
Batch review performed on (B)(6) 2023 lot 179361: (B)(4) manufactured and released on 25-apr-2018. Expiration date: 2023-04-13. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review. Additional component involved: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 178802: (B)(4) manufactured and released on 23-apr-2018. Expiration date: 2023-04-11. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Cup: mpact 01.32.152mh acetabular shell ø52 multi-hole (k132879) lot. 180088: (B)(4) manufactured and released on 17-may-2018. Expiration date: 2023-05-14. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 4 years 7 months after the primary, the patient came in reporting pain due to joint luxation and the cause is unknown. The surgeon revised the head, liner and the cup that was originally positioned too anteverted. The surgery was completed successfully.